Event description:
It was reported that the tip of the catheter was coarse and leaked blood. The target lesion was located in the left coronary artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure, it was reported that the tip of the catheter was coarse and leaked blood. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. At 18cm from the collar, the shaft was kinked. There were no further damages or irregularities to the device. Product analysis could not confirm the reported tip damage as the tip was not damaged.

Event description:
It was reported that the tip of the catheter was coarse and leaked blood. The target lesion was located in the left coronary artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure, it was reported that the tip of the catheter was coarse and leaked blood. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.